Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Remedial therapy consisted of vancomycin (1 gm at 5 days interval, ip) and fortum (1 gm, for 7 days, frequency not reported, ip). The patient remained hospitalized and remedial therapy with vancomycin and fortum was ongoing. The outcome of the peritonitis was unknown. The action taken with dianeal pd2 ultrabag therapy was not reported. Concomitant medications were not reported. The nurse believed the peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.